Event description:
The report received indicated that the sheath was unable to be aspirated during procedure due to a clot. There was no patient injury reported.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.